Event description:
Reporter alleged, the customer obtained a blood glucose result of 400 mg/dl and within another 10 minutes obtained a result of 120 mg/dl on his advantage system. Reporter stated, the customer ate as normal and took normal medications; however, no other actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.